Event description:
During a standard dental treatment, the head of the handpiece heated up and burned the pt on the tongue. The size of the burn was 2cm x 1.5cm. No medication was prescribed, pt received some samples of topical anesthetic.

Manufacturer narrative:
The analysis did show that the handpiece had a dent in the head which affected the function of the back cap. This caused that the back cap button was sticking in, interfering with the chuck release which caused friction during the use which finally caused the heat up of the head. The user instruction requests a visual and functional test prior to each treatment to ensure that the handpiece is running within the specification. It contains also several warning notes which inform, that it is not allowing to push the back cap button while the instrument is rotating and that during a treatment the handpiece must not touch any soft tissue. Reported due to the 2 year presumption rule.